Manufacturer narrative:
The reported event could not be confirmed. The ethicon pds cord is a resorbable suture thread, therefore the use of this product with the stryker axsos humeral plate is not recommended. The operative technique instructs, that the use of resorbable suture threads is considered an off-label use with axsos humeral plate. The microscopy analysis of the device revealed slightly chipped edge of the material at the level of one of the suture holes. Further examination showed that the area appears to be shinier, which indicates that the originally anodized surface in this area was compromised after the device left stryker control. The root cause of the chipped material is likely due to the manipulation of the plate during one of the multiple revision surgeries. The subject plate was used for the primary surgery and 3 additional medical interventions during which the plate was not removed from the patient. In all surgeries, the plate remained fixated to the bone, which indicates that in order to reattach the suture threads, a sharp / pointy device had been used. This device most likely has caused the damage of the plate material and in addition may also have contributed to the ripping of the arthrex suture threads. It is important to state that for the primary surgery and the first revision, the suture threads that were used are unknown. Without this information, the root cause for the ripping of the suture threads cannot be determined. A non-conformity report had been opened in order to further investigate and address this issue for more details. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Stryker plate was not removed.

Event description:
The following event was reported: surgical wound and in-depth preparation, location and removal of the osteosynthesis material. The stitch cerclage made at the time has torn and is also removed. Location of the splintered fragment of the tuberculum majus and creation of a retraction suture. A pds cord is now pulled through several times proximally to this stitch. The x-ray check shows that the tuberculum conglomerate is held securely and the subacromial space is free. A proximal humerus plate from stryker is now inserted and secured with screws. The aforementioned stitch cerclage and the pds cord are tied to the plate. The x-ray check shows the supply situation and the position of the plate material to be correct. Analysis of mobility results compared to the pre-operative findings, in which external rotation was not possible, now shows an external rotation of 30 degrees. This pi is for the 2nd medical intervention.